Event description:
It was reported that the charge level of the customer's device battery was checked and observed to be at a very low state of charge, which may not be sufficient for patient use. There was no patient use associated.

Manufacturer narrative:
The battery was not returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. Physio-control has sent the customer a replacement battery.